Event description:
Analysis of the explanted vns generator was completed. No anomalies were identified, and the generator performed per specifications. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated via a voluntary medwatch report that a patient's previous vns generator was not felt to be outputting the intended current of 3.25ma. When the patient's generator was replaced on (B)(6) 2012 with a new vns generator and the generator was activated that day, the patient could only tolerate 1.25ma.the explanted generator has been returned and is pending analysis.

Event description:
Reporter indicated anesthesia may play a role in reducing tolerability after surgery, and will try and wait a day or two before activating the vns to allow time for anesthesia recovery in the future. The patient has now been titrated to the desired settings with the new vns generator.

Manufacturer narrative:
(B)(4).